Event description:
It was reported by service report that the cot wheel lock was left on and wore down the wheel. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.